Manufacturer narrative:
(B)(4).

Event description:
It was reported that atrial noise episodes were noted. The lead was explanted and replaced. The patient's condition is fine after the event.

Manufacturer narrative:
External insulation abrasion exposing the outer coil was found at 9.3 - 9.6 cm from the connector pin. The abrasion found have contributed to the complaint of noise problem that was detected in the field.